Event description:
A customer reported being unable to obtain readings due to the adc device not responding to button press. As a result of this issue, customer experienced vomiting, ketoacidosis and was unable to self-treat. It was reported customer had contact with a healthcare professional who unspecified treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and fs libre reader and no trends were identified that would indicate any product related issues. The date the incident occurred is unknown. The date entered is the date customer became aware of the event as per response "about february". The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.